Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that their ins felt like it was shocking them in their back where their implant is located. Patient stated that the shocking feeling comes and goes every hour or so and confirmed that they've had no recent falls, trauma, or medical procedures. Patient added that their last adjustment was months ago and that their healthcare provider (hcp) also suggested that they try to turn their therapy off, but they haven't tried turning their therapy off. Agent offered to walk patient through turning their therapy off, but patient stated that they will turn their therapy off with their daughter's help. Patient will turn their therapy off and will call back or follow up with their hcp to further address the issue.